Event description:
Event description boston scientific, crm received information that this right ventricular lead experienced a micro-dislodgement. As a result, one day post implant the lead was repositioned with no complications. No adverse patient effects were reported.